Manufacturer narrative:
Product analysis: analysis noted that the atrial output connector was broken, the battery drawer was broken, the attachment ring was missing, the cover was missing, one bail cover was missing, and one bail cover was cracked. The epg was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.